Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The breach in aseptic technique was further specified as a touch contamination. On the same day, the patient was hospitalized for the event. The patient was treated with vancomycin (route not reported, 2 g every five days for three weeks) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Dianeal therapy was ongoing. The patient¿s caregiver has been retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow up report will be submitted.